Event description:
Treatment of an avm (arteriovenous malformation). This procedure was transmitted via satellite from the (B)(6) hospital to the (B)(6). The patient was initially set up for anterior and posterior access simultaneously, however, the posterior access was never used during the procedure. On (B)(6) 2013, the patient underwent onyx embolization treatment involving onyx 18. During the onyx injection, it was reported that the physician lost visibility of the onyx after approximately 30-45 minutes for a few minutes due to sedimentation of the tantalum powder. The procedure was stopped due to the low visibility of the onyx and a decision was made to bring the patient back in the future to continue the treatment. There was a significant reduction in the avm size on imaging.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).